Manufacturer narrative:
The reported field event of the inability to remove the lead was confirmed in the laboratory and was caused by silicone, septum material found in the v is-1 bi set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device replacement the screw of the pace/sense ring connector could not be moved and the pace/sense lead could not be pulled out of the device header. Physician elected to implant a new pace/sense lead and the defib portion of the rv lead remains active. Device was explanted.